Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was totally down, displaying a black screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was non-operational, displaying a black screen. A field service engineer replaced the full-height main 4 and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.